Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 800 pro synchron clinical system showed error messages of "reaction wheel motion errors", "reaction wheel temperature errors" and "cuvette not dry before first reagent dispense". Upon troubleshooting with beckman coulter customer technical support, the customer observed the wash vacuum probe on the cuvette wash station was leaking fluid. The leak was contained within the instrument. The customer was wearing a lab coat, eye protection, and gloves when troubleshooting. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Bec field service engineer (fse) visited the customer's site and inspected the system. The fse found the wash vacuum probes were not vacuuming waste due to an obstructed valve. The seals on the valve also looked worn. The fse replaced the valve and verified the cuvette wash manifold operation. The fse confirmed the failure mode to be an obstructed 3 way solenoid valve used on the cuvette wash manifold.

Manufacturer narrative:
(B)(4).